Event description:
On 09/19/06 abbott point of care was contracted by a customer to report that in 20006 a pt sample generated an I-stat troponin I result of 0.44 ng/ml at 22:34. Another sample was drawn as per protocol at 00:24 following day, and the I-stat troponin I result was 0.02 ng/ml. The sample was sent to the laboratory for repeat testing and a result of 0.11 ng/ml was obtained from the beckman dxi access system.